Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading kept going up, got up to 600 mg/dl; customer decided to go the hospital. The blood glucose reading at the time of the event was 708 mg/dl. Customer thought that he was getting the flu. Nothing further reported.